Event description:
It was reported that the customer had a bolus anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states this is he second time the insulin pump has given son a maximum bolus. The customer states the screen was locked, checked the bolus history saw the last bolus was 7 units there was no blood glucose entered and there was no active insulin. The customer was extremely upset. The customer was offered to replacement insulin pump with a new insulin pump, also transferred to provide care service to have them lock into carelink to see what button were pressed.

Manufacturer narrative:
Several boluses were programmed and delivered properly. No unexpected bolus max alarms were noted. No unexpected blood glucose numbers were entered. The bolus estimate was calculated correctly. No damage was noted to the keypad traces and the buttons functioned properly. However, a partially unlocked connector was noted on the liquid crystal display board. Minor scratches on the display window were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.